Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the doctor was performing an exam with the swiftlink catheter inserted next to the patients' heart, the system gave an 'overheating' error message and subsequently locked up. The doctor attempted to shutdown the ultrasound system. The system would not shutdown for 20 minutes so the intended exam was completed without the ultrasound system. It was also reported that there was loss of data and was unable to be recovered; however, the exam was not repeated. There was no patient adverse event reported. No additional information was provided.